Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during implantation on (B)(6) 2014 5 screws broke. No significant harm to patient was reported the patient is reported to be doing fine. Additional screws were available for the procedure. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: we received four screw heads for investigation, the broken off threaded body of the screws are missing. And one screw we received is dull at the tip. It is likely, that either too much mechanical force has been applied onto the implant or the screws were inserted into very hard cortical bone resulting in the breakage of the screws. These special screws are very small and because of their thin design a very delicate handling is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.